Manufacturer narrative:
For the reported event, a ge healthcare representative performed a checkout of the unit and confirmed the reported event. The loose speaker connection was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine experienced the loss of audio alarms. This report was from a single source. This event did involve a patient. There is no patient information available.